Event description:
A pt was being paced with the device while being loaded for transport to the hosp. Reportedly, the pacer connector module came apart at this time, which pulled the internal pacer harness outside of the device case. This reportedly resulted in cessation of pacing and aa pacing leads off alarm.